Event description:
I was prescribed an elastic mandibular advancement (ema) appliance by a dentis to help my tmj disorder. I have not been clinically diagnosed with sleep apnea, however, my dentist recommended it due to my small airway. I decided to try it and went through numerous tests and had the appliance made. The appliance felt horrible, it was so tight, hurt my teeth, and irritated my gums. I was never informed by the dentist that the device could irritate my gums. It took me almost 10 minutes to pry the appliance off my teeth at home; it was very scary. I explained to the dentist that I'm unable to wear this device, however, he dismissed my complaint. I cancelled my future appointment with the dentist and am now out (B)(6) for the exams and tests and now have no appliance to show for it.